Event description:
It was reported that the patient could not adjust stimulation. There was a por (power on reset) condition. The device was turned off prior to a recent surgical procedure to the colon. Additional information was requested.

Manufacturer narrative:
(B) (4).